Event description:
Caller reported damage to the charging port of his device, requiring him to manipulate the cable with a rubber band to charge it. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up at this time, and no additional information about the outcome was received; he is currently out of warranty and in the process of renewal.